Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete; this report will be updated upon investigation completion. Trends will be evaluated.